Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 2 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-may-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of two loss of prime events with zero force. During testing, the pump successfully completed the rewind, load, and prime steps without any call service alarms, warnings or issues.  The pump successfully completed the 24 hour duration test without issue or loss of prime warnings. The pump cover was removed and the force sensor flex pin was found to be cracked. The original complaint of a prime issue was noted in the pump history but unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.